Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to this hospital with palpitations and electrogram (egm) review was requested. Upon review, consistently high out-of-range right atrial (ra) lead pace impedance measurements greater than 3,000 ohms were noted. Review of device data revealed no stored arrhythmias. The ra lead was programmed off and the crt-d was programmed to vvir. The presenting egm was indicative of normal device operation, and the most recent lead tests were within normal limits. This ra lead remains implanted. No adverse patient effects were reported.